Event description:
Breast aug with mentor implants nearly 3 months ago and my health is deteriorating every day. Headaches / migraines every day, hair loss, heart palpitations, vertigo, dizziness, joint pain, fatigue, discoloured eyes, blurred vision, metallic taste in mouth.